Event description:
Routine complaint investigation identified an incorrect calibration bar alleged received in a precision qid test strip box. The incorrect calibration code, if used to perform an assay, could result in clinically significant readings. The box of test strips was purchased at a drug store and appeared to have a broken seal. No assay was performed. There was no report of injury or mistreatment.